Event description:
The clinical registry reported that a pt experienced myocardial infarction after a percutaneous intervention to treat a lesion in the proximal and mid left anterior descending coronary artery (lad). The pt is a female pt with a history of hypertension. The pt was on asa and clopidogrel prior to the procedure. Other medications included statins, ace inhibitors and beta-blockers. Indication for the procedure was unstable angina. Pre-procedure creatinine kinase was 2 above the upper normal limit, troponin level was not done. Two 3.0x23mm cypher stents were implanted in the proximal to the mid lad (over lapping one another) to treat a lesion described as 3.0x30mm long, de novo, irregular, eccentric with moderate calcification, classified as type b2 with 80% stenosis. Pre dilatation was conducted with an unk 3.0x30mm balloon. The first stent was deployed at 12 atms and the second stent was deployed at 16 atms. Each stent was post dilated with an unk 3.5x20mm balloon at 10 atms. There was a 10% residual stenosis. A procedural complication of a non-q-wave lateral wall myocardial infarction was reported. It was also reported that the second diagonal branch showed a timi flow of 1 to 2 and the pt also had anginal complaints. The pt was observed in the intensive care unit and unspecified blood test were performed. There was not treatment pt outcome was ongoing and improved.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.